Event description:
The device user (du) reported that the metra was alerted with message code 370 (low portal vein flow). Upon inspection, they noted that the portal pinch valve (ppv) was occluded at 100% in liver on board mode with a full and stable reservoir. The du stated that there was a five minute period of no portal flow approximately 18 hours into the perfusion. The du had completed troubleshooting to restore portal flow. Subsequently, the perfusion proceeded without issues and the liver was transplanted.

Manufacturer narrative:
The device was returned and evaluated by a service engineer (se). The se found no debris on the portal pinch valve during inspection. Review of device data pointed to intermittent dropouts on the interface board (ifb) with message code 180 (ifb timeout). The se replaced the ifb, keypad, and keypad 1 cable as a precautionary measure. Subsequently, the device passed all testing.